Event description:
The packaging of this device was defective. Reportedly, there was a pin hole noted in the primary package, affecting the sterility of the product. There was no pt involvement. The device is being returned for co analysis.

Manufacturer narrative:
Device history record review performed.